Event description:
Reportable upon analysis completed on 18dec2014. During an atrial flutter ablation procedure a power issue occurred. The lesion being treated was located in the right atrium. While using a maestro generator, it was noted that a intellatip mifi¿ xp temperature ablation catheter the physician attempted to go up to 100watts however the catheter would not go above 50watts. The catheter was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine. Device analysis found char and broken adhesive.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. The returned device matches with upn and lot provided by the customer. The device has a broken adhesive on ring#3 and #2, a chart on ring #3 and fluid residues under the adhesive in all the rings. In addition the shaft is ripped at 40cm from the handle and does not curve to the left. The ablation was verified by using the maestro generator 3000 and the device was found within specifications. Electrical test was performed and the device was found out of specifications. The device has a high resistance on the r1. The handle was disassembled to discard some failure in the ring1 wire in the proximal section, however, no problem was found in that section. However, the handle has fluid residues inside. The distal section was dissected in the ripped area and no problem was found in that section. The distal section (over the torque hole) was dissected and it was determined that the ring 1 wire was detached from the ring. In order to find the cause of the steering issues the distal area was dissected finding one steering wire detached from the center support, however, there is evidence that the steering wires was welded to the center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).